Event description:
It was reported that when an asymptomatic patient presented in the clinic for a follow up, post paced t wave over sensing was seen on the ventricular lead on a stored egm. The device was re-programmed and remains implanted.